Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection between the smart device and transmitter that occurred on (B)(6) 2015. Dexcom representative advised the patient's father to reset the smart device and disable/enabled bluetooth which was successful. No additional patient or event information is available.